Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v596733, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt a 'jolt' two to three weeks ago when they were lying down. Since the (B)(6) 2012 the patient had been feeling 'electrical shocks' that occurred 'not too often' but when it did, it was when the patient was moving around or at night. It was noted the patient recalled feeling the shock while the representative was checking their device. Follow up reported the patient turned up stimulation and 'everything was ok.' Further follow up reported the patient was still having concerns with their device or therapy but had not sought further help.